Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13march2019. (B)(4). Serial number unknown. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that unit would not power on. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 01jul2019. Date of report: 29jul2019. The power management printed circuit board assembly (pm pcba) was returned to the manufacturer for evaluation. The pm pcba was installed into the test ventilator. It was determined that the test ventilator utilized with the returned pm pcba would not deliver breaths. The manufacturer's technician found that the u11 component (wide-input synchronous buck controller) was out of acceptable voltage ranges. The u11 was replaced and the device passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.